Manufacturer narrative:
A visual evaluation of the returned guidewire revealed that the distal tip was rough (irregular surface). The ptfe coating peeled approximately 22.3 cm from the distal tip. The device has a bend in the distal section but the corewire on the distal tip was not exposed. The complaint is not consistent with the returned guidewire since the hydrophylic tip was not detached and the distal core wire tip was not exposed. It is most probable that anatomical/procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context¿. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the hydrophilic tip detached, exposing the tip of the metal corewire. After the guidewire was withdrawn, the hydrophilic tip was noted to be rough. No part of the guidewire detached inside the patient. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of hydrophilic tip detached exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the hydrophilic tip detached, exposing the tip of the metal corewire. After the guidewire was withdrawn, the hydrophilic tip was noted to be rough. No part of the guidewire detached inside the patient. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.